Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, provided information states the component was malpositioned. The product was implanted for thirteen years. Provided information also states the product was not suspected of failing to meet specifications or contributing to the reported event. A search of the complaint database found no prior reports for this part and lot lnumber combination. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised due to pain. It was determined that the component was malpositioned.